Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 14 mmol/l. Customer stated that the insulin pump was cracked from reservoir compartment. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with cracked reservoir tube lip noted. Device received with moisture damage on electronics assembly noted.